Manufacturer narrative:
Citation: dabrowski m, et al. Comparison of transcatheter aortic valve implantation outcomes in patients younger than 85 years and those aged 85 years or older: a single-center study. Pol arch intern med. 2021 feb 26;131(2):145-151. Doi: 10.20452/pamw.15780. Epub 2021 jan 25. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes following transcatheter aortic valve implantation (tavi) in patients younger than 85 years compared to those aged 85 years or older. All data was retrospectively collected from a single center between january 2009 and july 2019. The study population included 617 patients and was predominantly female with a mean age of 82.1 years. An undisclosed number of these patients underwent tavi with medtronic corevalve, evolut r, or evolut pro transcatheter valves. No unique device identifier numbers were provided. Among all patients, the cumulative mortality rates were 4.1% before hospital discharge, 4.7% at thirty days post-tavi, and 14.4% at one-year post-tavi. Edwards and boston scientific transcatheter valves were also used in the study. No correlation was made between medtronic product and the deaths. Among all patients, peri-procedural and post-procedural adverse events included: coronary artery occlusion, annulus rupture, stroke, myocardial infarction, need for permanent pacemaker implantation, life threatening bleeding, major bleeding, need for red blood cell transfusion, and major vascular complications. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.